Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date 01jul2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. Block e1 (initial reporter name): dr. (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, blackened, and separated. Additionally the working length is torn in distal section from the c-channel to the tip. The returned device matches the product family autotome - sphincterotomes. The complaint was consistent with the reported event of cutting wire broke. According to the product analysis the cutting wire of the returned product was found broken/detached and blackened, so it is most likely that a peak of voltage could have caused the failures noted. However, the working length was also found torn, indicating the wire may not have been removed in the correct way. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a sphincterotome was used in the ampulla during a sphincterotomy procedure. According to the complainant, during the procedure, while performing sphincterotomy, the cutting wire broke. Reportedly, the cutting wire detached inside the patient and was retrieved successfully. The procedure was completed with this device, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number. Although the exact type of sphincterotome is unknown, the brand name, pro code, and premarket / 510(k) are being supplied for the representative product family autotome - sphincterotomes. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sphincterotome was used in the ampulla during a sphincterotomy procedure. According to the complainant, during the procedure, while performing sphincterotomy, the cutting wire broke. Reportedly, the cutting wire detached inside the patient and was retrieved successfully. The procedure was completed with this device, using the same generator and active cord. There were no patient complications reported as a result of this event.